Event description:
Following a successful gore excluder aaa endoprosthesis case, the patient's access sites were closed without event. However, shortly thereafter, the patient became hemodynamically unstable. The bilateral access sites were re-opened and patch angioplasty successfully performed. The physician attributed this event to the patient's moderately calcified, 7-8 mm iliac arteries, which dissected upon the 18 fr gore introducer sheath removal. The patient was reported to be doing well following this surgical procedure.

Manufacturer narrative:
Please note: no lot/serial number was reported, hence a review of the maufacturing paperwork could not be conducted. The device, as reported, was discarded at the facility.